Manufacturer narrative:
Lot review: a review of the complaint database showed no other complaints for the b3300. Visual analysis: 1/31/2017 - received one used b3300, microclave, lot# unknown. No mating devices were returned. The silicone seal was confirmed to be stuck down. Functional testing: the used b3300 microclave was disassembled with the following observations: silicone seal: cored on the top surface. Spike: necked below the windows. Cap/housing: no damage or anomalies. Final analysis summary: the complaint of the used b3300 microclave having the silicone seal stuck down was confirmed. The b3300 microclave was disassembled and seal coring and spike damage were discovered. This type of damage can result in a silicone seal stick down and is typical of access during use with an incompatible mating device with a male luer inside diameter smaller than 0.062". No mating devices were returned to evaluate with the used b3300 microclave. The microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one b3300, microclave, lot# unknown. Report states: there was a patient in picu that had a microclave attached to the end of a ra line that had milrinone and epinephrine infusing. The pump started alarming high pressure, the patient decompensated. The microclave was removed and the rubber inner piece was stuck down inside the blue outer covering. I have the cap for you to perform qa on. I don't have the lot number because when the lot numbers were checked in picu there are at least 6 different ones so I would have no idea of how to determine what it is. Continuous infusion. The drip infusions are changed every 24 hours at 3 pm. They had the high pressure alarm at 10 am. So it worked well for 19 hours. Delay in critical therapy was reported. Patient returned to baseline conditions.

Manufacturer narrative:
Lot review: a review of the complaint database showed no other complaints for the b3300.

Event description:
Complaint received regarding one b3300, microclave. Report states: there was a patient in picu that had a microclave attached to the end of a ra line that had milrinone and epinephrine infusing. The pump started alarming high pressure, the patient decompensated. The microclave was removed and the rubber inner piece was stuck down inside the blue outer covering. I have the cap for you to perform qa on. I don't have the lot number because when the lot numbers were checked in picu there are at least 6 different ones so I would have no idea of how to determine what it is. Continuous infusion. The drip infusions are changed every 24 hours at 3pm. They had the high pressure alarm at 10am. So it worked well for 19 hours. Delay in critical therapy was reported. Patient returned to baseline conditions.